Event description:
The clinic reported that a laser vision correction patient presented with stage I diffuse lamellar keratitis (dlk) in the left eye one day post treatment. It was stated that there was suction loss last second. Topical steroid dosage was increased. The patient experienced a little more irritation in the left eye, and visual acuity of the left eye (20/25) was one row lower than the right eye (20/20). There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.